Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 13.5 mmol/l (performa combo/lot # 476603 ) and 2.8 mmol/l (performa/lot # unknown). Readings occurred with two different vials of test strips. No adverse event reported. Return of the suspect device was requested for evaluation.